Event description:
It was reported, the camera head had cracked cord. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had cracked cord. The reported malfunction occurred during reprocessing. There was no patient involvement and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Additional information was received from the customer; therefore, sections a2, a4, a5, a6, b5, b6, b7, and d10 have been updated to reflect the additional information. Sections d8, d9, g3, h2, h3, h4, h6, and h11 have been updated to reflect the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness failure, pixel defect, and rust on a coupler pin. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.